Manufacturer narrative:
Clinical code: 4582 - no clinical signs or symptoms or conditions: site confirmed within intake form, thoraflex device deployed without further incident or negative impact on the patient or procedure. Impact code: 2199 - no health consequences or impact: site confirmed within intake form, thoraflex device deployed without further incident or negative impact on the patient or procedure. 4633 - surgical procedure delayed: site confirmed within intake form, the surgeon stopped the procedure to explore the chest cavity, locate the piece of broken plastic and retrieve it. Thoraflex device deployed without further incident or negative impact on the patient or procedure. Medical device problem code: 1261 - material fragmentation : site confirmed within intake form, during deployment, as physician was pulling on red clip to remove it from the delivery system, a piece of the red clip broke off and fell into the pt's open chest. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: 4-year review was performed for thoraflex hybrid > endovascular issue > delivery system defect > other ( nature of event ) red clip, this gave an occurrence rate of 0.000%. No trend was identified requiring action at this time. 4111 - communication/interview: additional information was received for this event on 21 apr 25 which confirmed the below: there was no issues with the device before use. No further issues with the device during implant. No excessive force was used to deploy the device. The patient is recovering within normal expectations. The release clip was fully seated prior to use. There was no damage (e.g. Cracks) observed on the clip or handle prior to use. The release wire remained connected to the clip. 3331 - analysis of production record: full batch review was performed from base fabric to finished product which confirmed the device was manufactured to specification with no issues identified. Investigation findings: 170 - manufacturing process problem identified - it is likely this failure was caused by the clip being significantly weakened by a void within the part at the point where the arm meets the crossmember of the clip. This void may have been caused by contamination of the mould cavity, or excessive heat applied to the mould tool during the moulding of this part. This is considered a low-risk failure as it does not prevent the device from being deployed, the affected grn had 5000 clips and all have been used with only one fail reported. Investigation conclusion: 4307 - cause traced to component failure- cause traced to the external manufacture of the release clip.

Event description:
During deployment, as physician was pulling on red clip to remove it from the delivery system, a piece of the red clip broke off and fell into the patient's open chest. The surgeon stopped the procedure to explore the chest cavity, locate the piece of broken plastic and retrieve it. Thoraflex device deployed without further incident or negative impact on the patient or procedure. This report is being submitted as a follow up #1 for manufacturing report number: 9612515-2025-00051 to provide event closure information for tag0223.

Event description:
During deployment, as physician was pulling on red clip to remove it from the delivery system, a piece of the red clip broke off and fell into the patients open chest. The surgeon stopped the procedure to explore the chest cavity, locate the piece of broken plastic and retrieve it. Thoraflex device deployed without further incident or negative impact on the patient or procedure.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs or symptoms or conditions: site confirmed within intake form, thoraflex device deployed without further incident or negative impact on the patient or procedure. Impact code: 2199 - no health consequences or impact: site confirmed within intake form, thoraflex device deployed without further incident or negative impact on the patient or procedure. 4633 - surgical procedure delayed: site confirmed within intake form, the surgeon stopped the procedure to explore the chest cavity, locate the piece of broken plastic and retrieve it. Thoraflex device deployed without further incident or negative impact on the patient or procedure. Medical device problem code: 1261 - material fragmentation : site confirmed within intake form, during deployment, as physician was pulling on red clip to remove it from the delivery system, a piece of the red clip broke off and fell into the pt's open chest. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: 4-year review was performed for thoraflex hybrid > endovascular issue > delivery system defect > other ( nature of event ) red clip, this gave an occurrence rate of (B)(4). No trend was identified requiring action at this time. 4111 - communication/interview: additional information was received for this event on 21 apr 25 which confirmed the below: · there was no issues with the device before use. · no further issues with the device during implant. · no excessive force was used to deploy the device. · the patient is recovering within normal expectations. · the release clip was fully seated prior to use. · there was no damage (e.g. Cracks) observed on the clip or handle prior to use. · the release wire remained connected to the clip. Awaiting confiimation from site if the device will be returned. 3331 - analysis of production record: to be performed. Investigation findings: 3233 - result pending completion of investigation conclusion: 11 - conclusion not yet available